Event description:
This was the onset of the first problem and symptom of essure. I was diagnosed with leukemia which is a cancer of the white blood cells which fight off infection. I have to have blood work done every month. I have had ultrasounds done and recently they found a cyst. I have many problems including constant constipation, bloating like I am pregnant, pain in the abdomen, very gassy, terrible pain during periods and quarter size clotting. I have been getting spotting in between periods over the last three months, I have been hospitalized for migraines three times, I have mild headaches every day, pain in my hips and other joints. I am fatigued all the time and weak. I have heart palpitations and have had an EKG test done to check on that but it didn't happen during the test. I sometimes get sharp pains in my vaginal opening and just on the inside and irritating leakage and discharge. Before I got this I did have a metal allergy to certain jewelry. With all of these problems this product should be banned.